Manufacturer narrative:
Follow-up #1: date of submission 09/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2016 with the following findings: during investigation, a visual inspection of the pump was performed and cracks in the battery compartment were found from the threads to the left of the grip pad, and from below the grip pad to the case seal. Moisture was observed under the display lens. A leak test was performed and failed due to the battery compartment leak. The pump was opened to find moisture on the display, continuous glucose monitoring, and printed circuit board. Unrelated to the original complaint, the audio bolus button was unresponsive, the cover was removed to find a white slug was missing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.